Event description:
The advocate stated the customer's glucose was tested using his 2 contour meters and the readings were 141 and 81 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Troubleshooting was not possible since the advocate ended the call. No product will be returned at this time.